Manufacturer narrative:
The customer declined ge healthcare service. Customer reports no patient information available.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve resulting in a loss of manual ventilation. There was no report of patient injury.